Event description:
In the context of the follow-up of 24 patients, the hospital reports observing vena cava perforation by one or several filter's legs on the scans of 13 patients. These perforations are asymptomatic but can reach the third duodenum, the aortic wall or other surrounding structures.